Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient switched programs and, 45 minutes later, got a massive pain in their groin that was throbbing and they could barely walk. They were still feeling that uncomfortable stimulation and noted that they were taking percocet, which didn't even help. They had turned their stimulation off and said it was still uncomfortable.